Event description:
It was reported that there was no cassette recognition. The incident took place during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis. The investigation findings concluded, after a visual inspection, functional testing, and review of the event history log, that the customer problem was duplicated. The pump was found to have a non-functional latch lock that needed to be replaced. The labels were undamaged, and the pump was in good condition with no physical damage found on the pump. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the latch lock.